Manufacturer narrative:
Result: damaged motion interrupt pan, damaged power cord.

Event description:
It was reported by service report that the motion interrupt pan, and the power cord were damaged. No patient involvement or adverse consequences were reported.